Manufacturer narrative:
It was reported that there were issues with leakages. Our company field service engineer investigated the anesthesia system at the hospital and concluded that that two patient cassettes belonging to the flow-I had caused the leakages. The two patient cassettes were replaced and the flow-I was cleared for clinical use. No device logs have been received and the replaced cassettes have not been returned for investigation. Based on the limited amount of information, we are unable to determine the true cause of the reported leakages.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the leakage test during system check out. There was no patient involvement. Manufacturer´s ref. #:(B)(4).